Event description:
Pt in cath lab for ptca and stent placement. Angioseal vascular closure device used. After procedure, pt sent to ccu. Later, assessment indicated blood flow to foot was compromised. Pt returned to surgery, angio seal explanted and fasciotomy performed. Pt discharged home with wound vac in place.